Manufacturer narrative:
According to the facility "the cuff inflation balloon line from the ett was dislodged while still in patient's throat resulting in poor ventilation and required the patient to be re-intubated". No additional information is available. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility "the cuff inflation balloon line from the ett was dislodged while still in patient's throat resulting in poor ventilation and required the patient to be re-intubated".